Event description:
On (B)(6) 2011, pt reported the infusion device display screen was blank and the infusion device would not turn on. This was noticed about 1 hour prior to report. The infusion device "was working fine," but she looked down and noticed the display was blank. The infusion device did not provide any alert or error messages, and it was not dropped. She inserted a different battery, but the infusion device would not power on. Infusion device, battery, and battery cover were replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.